Event description:
Medtronic received information that an annuloplasty band, past its expiration date, was implanted into a patient. There were no adverse patient effects. The device remains implanted. Additional information was received that this product was owned by the facility.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The device remains implanted. The instructions for use (IFU) contains instructions that the product should not be used beyond its labeled expiry date. This date reflects a 5-year shelf life that has been validated by medtronic and approved by the FDA. The validation process only reflects the length of medtronic's testing - it is not necessarily an end point for sterility or integrity of the product. However, medtronic heart valves does not recommend or endorse the practice of implanting a heart valve or annuloplasty product beyond its posted shelf life. (B)(6). (B)(4).